Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions were checked and meet the specifications referring to drawing (B)(4). The DHR review shows that the correct material and hardening procedures were used. The broken surface is homogenous and does not show any anomalies what also indicates material conformity to the specification. Because of the damage, the complaint relevant dimensions on the cutting the et cannot be checked for dimensional accuracy of the valid manufacturing specifications.

Event description:
The risk management coordinator reported an explant on (B)(6) 2013. The patient reported pain in the left ankle. The surgeon performed an left ankle arthroscopy debridement and hardware removal. During the procedure, the hollow reamer broke in half during removal. The hollow reamer was retrieved and no fragments were left in the patient. There was no harm caused to the patient. Along with the reamer, two screws, one syndesmotic, and one unidentified washer was also removed during the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number 258q476 is unknown at synthes (B)(4). We assume that this is a typo and should actually be the lot number 2580476, which was used for this part. The manufacturing documents of lot 2580476 were reviewed and no complaint related issues were found. The device history review is deemed to be indeterminate. Part number in sap is 36599. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment not diagnosis device is an instrument and is not implanted or explanted.